Manufacturer narrative:
Related voluntary medwatch form received: mw5151666.

Event description:
It was reported that during the pacemaker replacement procedure, this right atrial (ra) lead was surgically capped/abandoned for unknown reasons. A new lead was successfully implanted. No adverse patient effects were reported.